Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the event site, and when the fse arrived on site, he observed that the batteries were fully charged. The fse started the runtime test and battery 1 failed with 25 minutes, then battery 2 failed after 30 minutes. The fse reviewed a prior service order to confirm the serial numbers of the batteries, and found that the current batteries did not match the last service report ¿ the current batteries were not the ones last replaced in the unit, and were over 4 years old (past their date of expiration). In addition, while reviewing the diagnostic logs, the fse found fault #2, 53 with dc proxy overrun detected and fault #55. Subsequently, the fse had the iabp unit shipped to the agility warehouse for further evaluation and the executive processor board was replaced as a precautionary measure, based on the fault logs. While performing a visual inspection, the fse also found that the fiber optic sensor (fos) connector was damaged, and the fse installed a new fos connector. The tether assembly was not working as well and was also replaced. To correct the battery issue, the fse installed two (2) new batteries. However, when the fse powered the iabp unit on and reviewed the statistics of the iabp unit, the hours of the system changed. The fse then contacted a service operations specialist (sos) who advised him that the date on the executive processor board was to be changed back to 2012 because it confuses the system, resulting in the original hours being grabbed from the backplane board. The fse was instructed that if all system checkouts were good, it was possible that the factory forgot to revert the time back on the unit, and that he should annotate the correct hours on the preventive maintenance (pm) sheet, and follow those hours accordingly. The fse complied with these instructions and then performed a full pm on the unit. All calibration, functional testing and safety checks were performed and passed per factory specifications, and the iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while on a flight, the cardiosave intra-aortic balloon pump (iabp) shut down on the patient. The iabp ran on batteries approximately 45 minutes. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the battery of the cardiosave intra-aortic balloon pump (iabp) became drained during the interval of time where the iabp was unplugged to the time it reached to the helicopter, causing the iabp to shut down. The iabp ran on batteries approximately 45 minutes. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The initial emdr was incorrect and should have read 01/12/2019).